Manufacturer narrative:
The pump and set were returned and visual and functional testing was performed. Extensive accuracy and rate change testing was also performed and no rate change was observed. Unable to determine root cause for the reported rate change.

Event description:
The pump was set to deliver at a rate of 15ml/hr. Two hours later the pump alarmed and the 250 cc bag was empty. The rate was noted to be set to 100ml/hr. There was no resultant patient complication.